Manufacturer narrative:
(B)(4).

Event description:
It was reported that following implant pt was in a car accident (B)(6) later. After car accident the pump had to be replaced as it was "floating in chest cavity." Pt was in the hosp. It was stated that the "hospitalization was not related to pump but due to exacerbation." Add'l info has been requested from the hcp, but was not available as of the date of this report.